Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the last basal delivery was on (B)(6) 2013. Several basal delivery interruptions were observed during the reported period, review of the history showed several unacknowledged alarms between the dates of (B)(6) 2013. Two power interruptions for 35 hours were observed on (B)(6) 2013. The total daily doses appeared to be inconsistent due to the pump's multiple delivery interruptions. During testing of the pump, the pump powered on normally and displayed the verify screen. The pump was primed and exercised for 24 hours successfully, no alarms or warnings occurred. Periodic boluses were performed using the normal, ez carb , ez bg, and combo boluses, the pump¿s history accurately recorded the boluses at the correct time and in the correct order. The pump was opened and no corrosion or intermittent condition was found to the internal circuit board.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient has been experienced intermittent elevated blood glucose (bg) up to 300mg/dl for the past few weeks and was unsure if the pump was delivering insulin as intended. There were no reported signs or symptoms of hyperglycemia. During troubleshooting, it was noted that the basal history did not match the total daily dose history and the alarm history was not correct. Troubleshooting could not determine the reason for the discrepancies. The reported bg excursions do not meet criteria for a serious injury. This complaint is being reported due to the discrepancies in the pump histories.